Event description:
There was an allegation of questionable pth elecsys e2g 300 results for 1 patient sample on a cobas e 801 msb/msbl module compared to a competitor analyzer. The customer questioned the initial result as it did not match the patient's clinical diagnosis, prompting them to repeat the sample. The roche result was 37.5 pg/ml. The competitor abbott result was 131.2 pg/ml. A 25% polyethylene glycol (peg) pretreatment was performed on the sample and retested in the roche analyzer, and the result was 74.8 pg/ml. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). An interfering factor is suspected in the patient sample. The sample was requested for investigation. The investigation is ongoing.

Manufacturer narrative:
The patient sample was received for investigation. No interfering factor against the assay components was detected. Comparative measurements were also performed suing roche and competitor assays which produced reproducible and comparable results. No product problem was identified.